Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 439888 lead, (B)(6) 2015- dtba1qq bi-v ICD, (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had a pocket hematoma and high thresholds on their right ventricular (rv) lead one week after the lead was implanted. The pocket hematoma was evacuated and the rv lead was revised and remains in use. The patient was hospitalized after the procedure for intravenous antibiotic treatment. No further patient complications have been reported as a result of this event.